Event description:
Needle pull off: customer stated the needle would pull off while making a pass through tissue. No tension was placed on the suture as per the surgeon when the needle pulled off. The procedure was an ovarion debulking. There are no reported adverse consequences to the pt related to this event. Note: outcome to pt does not denote adverse event. MDR regulation of 7/31/96 requires reporting of incident once medical device family initially reported assuming incident could recur.